Manufacturer narrative:
Emphysema patient had bronchoscopy for valve removal. The valve was noted to have 3 anchors rather than 5. As reported, the patient coughed up one anchor. The second anchor was not located. The valve was not replaced. Following procedure the patient had significant shortness of breath and cough upon waking up. Patient was prescribed augmentin and steroids for cough. Patient was to be discharged same day (outpatient).

Event description:
A patient was doing some chores and had a coughing fit and a piece of metal came out. He took a picture of the piece and sent to physician who believes it is a piece of the valve. He would like to do a chest xray and re-bronch on the patient to ensure that there are no other pieces. Per patient¿s wife, he is talking normally and able to move about. He is not in any respiratory distress that has been reported. He did have a respiratory virus last week.